Manufacturer narrative:
This report is being filed on an international product, list 6c36, that has similar us products distributed in the us, list 1l80 and 4p53. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a (B)(6) architect (B)(6) on (B)(6) 2017 but (B)(6) in (B)(6) 2017. Additional marker testing was (B)(6) and (B)(6) (no unit of measure was provided). The patient was diagnosed with end stage liver cancer. No impact to patient management was reported.

Manufacturer narrative:
The complaint trending report review determined that there is no non-statistical or adverse trend for the complaint issue for the product. A review of the product quality history for the list number using a search of the corrective and preventive actions system did not identify any issues associated with the customer observation. The population median result by reagent lot for the architect hbsag assay covering the timeframe 09 july 2017 to 06 january 2018 was reviewed. Although no established baseline is available for this assay, the evaluation shows that all reagent lots with at least 1000 patient test results had median results within 2 standard deviations of the overall median result, which indicates comparable reagent lot to lot performance in the field. There is the possibility of occult infection in this case given the positive dna results. Occult hepatitis b infection (obi) occurs in a number of clinical settings and may represent: (I) acute infection in the window period, (ii) hbv tailend of chronic hbv infection, (iii) persistence of replication at low level after recovery in the presence of anti-hbs, or (IV) occurrence of an escape mutant in vaccinated or unvaccinated individuals not detected by current hbsag assays. A review of the product labeling concluded that the issue is sufficiently addressed. Taken together, a systemic issue and/or product deficiency was not identified.